Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported condition of the soft keys were inoperable on the keypad which was reproduced during evaluation and found to be caused by a failed keypad. The keypad was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an inoperable keypad with the soft keys unresponsive. There was no patient involvement, injury or medical intervention associated with this event. No additional information is available.